Manufacturer narrative:
(B)(4). Insulin pump received with blank display and heating up due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer heard audible noise in the battery compartment and when they opened they found leaking battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.